Manufacturer narrative:
No device return anticipated due to facility policy. Concomitants: 02-010-01-0230, 4364319 - logic femoral ps cem left sz 3; 02-012-41-3030, 5534148 - logic tibia traptray cem sz 3f/3t; 200-02-35, 6038814 - three peg patella 35mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a male patient, who had bilateral knees implanted, initial implant date (B)(6) 2019, had poly wear indicated on a post op visit and had their left knee revised to an exactech size 3 psc logic inserts x 2, approximately 2 years 8 months post the initial implant date. The patient was last known to be in stable condition following the event. The explanted device is not available for return as the customer keeps all retrievals.

Manufacturer narrative:
H6: the reason for the revision reported is most likely due to prosthesis wear secondary to contributions from axial rotation mismatch between the femoral and tibial components, instability, and/or inclusion of the bilaterally implanted polyethylene components for the patient¿s knees being in the packaging recall. However, this cannot be confirmed as the device was not available for evaluation.